Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04316, and 0001825034-2020-00590. Reported event was confirmed by review of photograph and radiograph. Review of the photo of the femoral shows there is some foreign material (probably bone growth) seen on the device. Review of the x-ray shows extensive lucency along the femoral component on the lateral view. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04315 and 0001825034-2019-04316. Concomitant medical products: biomet cc cruciate tray 67mm, catalog#:141232, lot#: 475920; vngd ps tib brg 10x63/67mm, catalog#: 183620, lot#: 450600; series a pat std 31 3 peg, catalog#: 184764, lot#: 477490; cobalt-g hv bone cement 40gm b, catalog#:402433, lot#: 539710. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, around twelve (12) years five (5) months , the patient was revised due to femoral and tibial loosening and instability. No additional information is available at this time.